Event description:
The customer called technical support (ts) reporting that the device won't power on. The customer reported there was no patient involvement at the time the issue was discovered. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution name & address : (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
The customer evaluated the device and confirmed the reported problem. The customer replaced the power management board and motor controller board to resolve the reported issue. The device passed the required performance verification tests per philips standards.